Event description:
--

Manufacturer narrative:
Additional information was received that this lead was successfully repositioned, and all measurements were normal. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this right atrial lead complained of feeling a twitching on the right side of the chest. During testing, no signal was detected on the atrial electrogram. A chest x-ray showed the atrial lead had dislodged, and was back eight inches and sitting in the superior vena cava. Another follow-up was scheduled for additional testing. The device was reprogrammed so that atrial therapy was deactivated. During this testing, a cardioversion was successful. The patient was scheduled for a procedure to reposition this atrial lead, but the date of the procedure is not known. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.